Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported attempting to bolus and receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 52 mg/dl and has been treating with needles and insulin. Nothing further was reported.